Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 46-60 mg/dl. Suspected cause was due to having a basal setting that was too high. Customer consumed carbohydrates to address bg. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.